Manufacturer narrative:
It was reported that the patient was complaining of redness and tenderness to driveline exit site. The patient denied fever, chills or drainage at site at that time. The patient was hospitalized for a driveline infection and subsequent debridement. Pump remains implanted. Blood cultures were negative but the wound culture was positive for serratia marcescens. The treating crew conclusively thought this was directly related to the driveline. The patient also received IV cefepime, flagyl, ertepenem, zosyn, and vacomycin while hospitalized ((B)(6) 2015). The patient is now stable at home on oral antibiotics (ertepenem 500mg daily to be stopped on (B)(6) 2016). The patient now has a wound vac to the site and is being seen weekly for checks on the wound. The hvad is used for treatment not diagnosis. Driveline cable (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hvad pump (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the driveline cable from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The labeling (IFU) references to visual and tone alarms and batteries, controllers and power sources do not apply to this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was hospitalized for a driveline infection and subsequent debridement. Outcome of this hospitalization is unknown. Investigation is ongoing. Pump remains implanted.